Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and pacing inhibition on the right ventricular channel. No changes have been performed as it was determined that this was due to electromagnetic interference (emi). This device remains in service. No further adverse patient effects were reported.